Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this device had reached eol. The device was explanted and replaced. It was alleged the device had depleted prematurely. No adverse patient effects were reported.